Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that emergency services were called to the patient¿s house by the patient¿s wife after what appeared to be a seizure. Upon arrival, the pump was not running so it was restarted by ems. The patient was brought to the center actively receiving CPR. Interrogation of the device appeared to indicate that the pump had been off for several hours but the specifics leading up to the pump shutting off could not be determined. An autopsy was not performed and the pump was not returned for evaluation. Heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The hmii lvas patient handbook includes a section on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also contains a section on handling emergencies, which includes pump stops. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Emergency medical services (ems) were called to the patient's house by the patient's wife after what looked like another seizure. When ems arrived, the ventricular assist device (vad) was off so ems restarted the vad. Ems brought the patient to the hospital while actively doing cardiopulmonary resuscitation (CPR). When the vad was interrogated, it looked like it was off for many hours. It was unknown what happened prior to the vad shutting off. There was no autopsy and the vad was not returned.